Event description:
An intra-aortic balloon pump was alarming. "Volume loss" following approximately 24 hours of counterpulsation. The pt was transferred to another intra-aortic balloon pump without incident. There were no pt complications involved. The bio-med department at the user facility evaluated the balloon pump. A leak was identified in the front dome assembly. The dome assembly was changed and pump functioned as intended. The operating manual outlines the procedure for locating the possible causes for a "volume loss/balloon slow" alarm. Co's maintenance of this device could have prevented this event and co does not attribute it to the device.